Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
He failure investigation has been completed and the alleged unreadable and unresponsive touch screen issues were verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified.